Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: infinion 16, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 19069486. Brand name: infinion 16, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6). Batch: 17169721, brand name: n/a upn: m365sc3400300 model: sc-3400-30 serial: (B)(6). Batch: 19271181 brand name: n/a upn: m365sc3400300 model: sc-3400-30 serial: (B)(6) batch: 19271180.

Event description:
It was reported that the patient had a fall at work which caused the implantable pulse generator (ipg) to break through the skin. The patient had their spinal cord stimulation (scs) system removed. There were no reported complications postoperatively and the patient has recovered.